Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) ofreeq1346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent PICC placement in the inferior femoral vein using mst under ultrasound on (B)(6) 2020. The insertion site was in the middle of the thigh and the catheter tip was located at t12, 46 cm of the catheter was placed internally, with another 7 cm exposed externally. Four sessions of chemotherapy treatment were performed at this hospital, where the catheter was maintained during intervals of treatment. On (B)(6) 2021, when the catheter was maintained at this hospital, the nurse found a small amount of transparent fluids leaking out of the insertion site. When the catheter was flushed the catheter using normal saline, the fluids flew out straightly. Pulled out the catheter partially and found a rupture with the wall of the catheter at the scale of 12.1 cm. Unable to continue the treatment and the catheter was removed. Due to the patient need for subsequent treatment, a new catheter was used to complete the therapy.